Manufacturer narrative:
The customer collects samples in green top gel separator plasma tubes. The specimens are centrifuged on the automation line for 10 minutes at room temperature. A system check performed in 2008, resulted within specifications. The customer reported no issue with other assays. Qc was within range the morning of 2008, and resulted out of specifications the next day. Per customer technical service (cts), the customer had initially called into hotline earlier on the same day, to report failed accu tni calibrations. Cts recommended the customer discontinue use of the instrument for all assay testing until the arrival service. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm) to the instrument. The fse found torn peri-pump tubing. The fse replaced a sample probe. The fse verified repair per established procedures and the results meet published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the unicel dxi 800 access immunoassay system for a single pt sample. The initial result of 0.51ng/ml was reported out of the lab. The original sample was re-tested on a different instrument in the customer's lab and a result of 0.04ng/ml was obtained. No adverse effect to pt treatment noted in connection to this event.